Event description:
It was noted that at first the stimulation intermittent but it was a total loss at the time of the report. It was noted that the patient would turn the stimulation off to their right leg but still feel it in their right leg.

Event description:
It was reported that the patient had a loss of therapeutic effect and her stimulation was intermittent. It was stated that the stimulation was in the wrong location and the patient was experiencing "acute pain" in her left leg and she was "starting to trip again." It was noted around the "end of (B)(6) 2012 to (B)(6) 2013" she had noticed increasing pain in the back of her left leg which radiated down to her toes. Reportedly, the patient tried switching stimulation to her left leg, and turned off stimulation to her right leg but that she couldn't feel stimulation in her left leg. It was noted that the patient had a different manufacturer's implantable neurostimulator (ins) implanted in (B)(6) 2012 and was "still recuperating" at the time of report, and that the pocket site for the different manufacturer's ins was "higher up in her back close to where the leads were in the spine". No falls, traumas, or changes to her pocket site were reported. The patient was redirected to her healthcare provider. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3998, lot # lb4916, implanted: (B)(6) 2003, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).